Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer was missing charging supplies. Reportedly, customer continued using pump for insulin therapy.